Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate asked the customer centrifuge the calibrator and then repeat the calibration as well as running a control and known patient sample to ensure consistency. After centrifuging the calibration was acceptable. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.